Event description:
It was reported that: " the needle went into the artery just fine. She was able to put the guidewire through the needle smoothly. The wire kinked at the tip of the needle so she could not move the wire and needle. Due to the kinked wire, she removed the needle and wire together as one unit out the patient. Treatment was delayed but there was no other patient harm. Another device was used instead."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " the needle went into the artery just fine. She was able to put the guidewire through the needle smoothly. The wire kinked at the tip of the needle so she could not move the wire and needle. Due to the kinked wire, she removed the needle and wire together as one unit out the patient. Treatment was delayed but there was no other patient harm. Another device was used instead."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.